Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the health care provider (hcp) removed the implant. He had hoped to do a revision but worked for 3 hours and felt it was not possible to get a good result. They tried 10 different programs and nothing was really satisfactory. This was the first time the first time he has had to take it out because it didn't work. He was disappointed as the patient. The patient original trial went well so he could not figure out why this did not work. It was reported a week later that patient called back stating the hcp ended up removing the device and wanted to know if it was common. The patient stated she did not know what happened to the device and why it malfunctioned. The patient did not know if the hcp submitted device for analysis or not and did not know if the entire system was removed or if it was just the implant.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated the therapy worked "initially" but now was not working for her symptoms. The patient has been reprogrammed with 4 new programs and now she was on the last program on the second group provided at 3.9 but therapy was still not working. It was reported that patient was not feeling the stimulation while therapy was on. The patient was going to try to increase stimulation. The patient has an appointment with their health care provider next week. Additional information received 11 days later indicated that patient met with health care provider (hcp) and a day prior and hcp added new programs 1 and 4. The patient stated that the hcp thought lead may have "disconnected, clarified as lead may have moved in her body." The patient will try new programs, and then call hcp back to discuss potential lead issue. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.